Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's leadless implantable pulse generator (ipg) was interrogated and an electrical reset was noted. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.